Manufacturer narrative:
The service engineer replaced the gear pump head and adjusted the gear pump pressure. The investigation is ongoing.

Manufacturer narrative:
The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received questionable results for an unspecified number of patient samples tested with igg-2 tina-quant igg gen.2 on a cobas 6000 c (501) module. The customer provided data for a total of 7 patient samples and of these, 5 had erroneous igg results that were reported outside of the laboratory. The samples were repeated and amended reports were issued for the repeat values. The repeat values also correlated better with electrophoresis results. The first sample initially resulted with an igg value of 0.011 g/l, which repeated as 0.078 g/l. The second sample initially resulted with an igg value of 0.029 g/l, which repeated as 0.125 g/l. The third sample initially resulted with an igg value of 0.010 g/l, which repeated as 0.083 g/l. The fourth sample initially resulted with an igg value of 0.020 g/l, which repeated as 0.080 g/l. The fifth sample initially resulted with an igg value of 0.029 g/l, which repeated as 0.099 g/l. No adverse events were alleged to have occurred with the patients. The igg reagent lot number and expiration date were asked for, but not provided. Initial investigations determined the gear pump head needed to be replaced and the igg reagent had been used on board the analyzer for one year.